Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2018, the patient underwent double valve replacement (dvr) using 19mm trifecta and 27mm epic valve. The annular dimensions were approximately 21 mm for the aortic valve and 29 mm for the mitral valve. On (B)(6) 2025, the patient presented with shortness of breath. On (B)(6) 2025, the patient required a redo procedure due to the onset of aortic stenosis. The trifecta valve was explanted and a new 21mm sjm regent heart valve w/ flex cuff valve was implanted. The explanted trifecta was calcified. The 27mm epic valve was explanted and a new 21mm sjm regent heart valve was implanted. The patient was reported hospitalized.

Event description:
N/a.

Manufacturer narrative:
Explant due to aortic valve stenosis and shortness of breath was reported. The device was returned to abbott for investigation. The valve was received in multiple pieces, weighing 5 grams in aggregate. Two cusps remain attached to a partial sewing cuff with one stent post, while a third cusp was received detached from the sewing cuff. Aggregate of fractured sewing cuff pieces were received separately. Microscopic examination showed a loss of collagen fibers at the site of the tear. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met specifications. Based on the available information, the cause of the reported aortic valve stenosis is likely a cascading effect of the leaflet tear. However, the cause of the leaflet tear could not be conclusively determined. The reported surgical intervention and hospitalization were results of case-specific circumstances as the patient was admitted and the device was explanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.